Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the flow control valve stopped working. The procedure had to be relocated to a different operating theatre, causing a 30 minute surgical delay. There were no patient complications reported as a result of this event.